Event description:
Streptokinase 150,000 units ordered to infuse in 1 hour. 50 minutes into infusion, liquid noted on floor. Upon examination of IV tubing, a crack was noted around where the cassette plugs in. Unsure how much of the streptokinase that the pt actually received. Discussion with cardiologist indicated that pt was lytic and most probably the leakage did not have adverse effect.